Event description:
It was reported that during a routine checkup discovered by customer, the cs100 intra-aortic balloon pump (iabp) unit has wheels locking issue and coating was damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) evaluated the device and confirmed wheel problem. To fix the issue, the fse replaced the wheels, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1 (event site postal code: 422001, event site state: 13, contact details: (B)(4) ). A getinge field service engineer (fse) reported and suggested replacing the wheels as per the po. Repair is process. No further information is available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair status unknown,

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).